Event description:
Device malfunction: none. Adverse event: hypotension, bradycardia, vasospasm. Time adverse event: during the procedure. It was reported that during a revascularization stenting procedure of the rica (right internal carotid artery) in 2007, the physician placed an rx accunet (embolic protection device ) into the distal ica proximal to the cavernous portion of the ica. A non-abbott dilatation balloon was used to predilate the target lesion. The patient became bradycardic; however, did not require atropine. The bradycardia lasted less than 30 seconds. Next, a long, tapered rx acculink stent was placed and deployed over the level of the lesion without difficulty. Subsequent to this, the physician postdilated with a non-abbott balloon. At that point, the patient became significantly hypotensive in the range of 65 systolic. The pt was bradycardic and required atropine. The physician immediately started a levophed drip, which the patient tolerated quite well. A final angiogram demonstrated excellent results. Distally in the ica, there was what appears to be a little bit of spasm in the distal ica, resolving spontaneously. The patient was asymptomatic during the procedure and responded well. After the procedure, the patient developed a uti with an elevated temperature, and was unable to wean levophed without dropping blood pressure. The patient advere events resolved three days later. Levophed was discontinued and the patient was discharged to home in stable condition. No additional information is available. Study event.